Event description:
Philips respironics issued a recall of dangerous CPAP devices early in 2022. Every time I complied with their request for information they returned with requiring another piece of information. I believe they are stalling, hoping I die, or give up trying, so that they do not have to send me a new device. I would like the FDA to sanction them, and require them to proceed with providing the replacement device. What happened sequence, each occurred on a separate addition to their "requirements": request for serial number and device information: I received confirmation (B)(6) 2022. After some time I contacted them again. They added request for additional registration: I complied. I received no response. Contacted them again. They added request for prescription information: I faxed prescription with requested information. No response, I checked portal. They added that there will be no action until they contact the doctor. I know the doctor has changed practices since the prescription was written 4 years ago, and I have moved to another state and am no longer a patient. They know that also, so are simply putting up roadblocks, in my opinion. As it is not clear what department gets this, I ask you to please forward it appropriately. Thank you.